Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user experienced repeated hypoglycemia while using the ilet and elected to discontinue use and return the device; the user attributed lows to frequent physical activity, described episodes lasting approximately 10¿15 minutes, and declined further training or troubleshooting after discussing the issue with a healthcare provider. Symptoms included hypoglycemia. Outcomes included no alarms reported and cessation of device use. Investigation included review of available complaint details. Investigation of this case revealed no device alarms or malfunction reported and an unclear etiology for the hypoglycemia given concurrent increased activity. It was concluded, based on previously established findings for similar reports, that the cause was unclear.